Manufacturer narrative:
(B)(4). Eval, results: pt lesion morphology of severe calcification and 85% stenosis. Stent deformation. Eval, conclusion: pt lesion morphology of severe calcification and 85% stenosis. Eval summary: a number of struts on the 5th proximal stent segment were raised and pulled distally. A number of struts on the 10th proximal stent segment were partially raised and deformed. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).

Event description:
The physician was attempting to deploy a 2.75 mm diameter x 24mm length endeavor resolute rapid exchange (rx) drug eluting stent to treat a right femoral artery puncture caused by an introducer device. The lesion was reported to be severely calcified and exhibited 85% stenosis. Info received confirmed that difficulties were encountered advancing the stent across the target lesion. It was reported that the lesion was pre-dilated. It was also reported that when the device was removed from the pt, damage was noted to the stent. No pt injury occurred and no clinical sequelae were reported.